Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided the device was reprocessed before sending back to olympus. The scope was not used to a patient with foreign material attached to the device. The device was inspected to detect any malfunction before usage. There were no delays in the pre-cleaning or manual cleaning processes. No abnormalities were noted with the reprocessing accessories. The device was appropriately rinsed before manual disinfection. The forceps elevator moved up and down 3 times in water during aspiration. All the scope channels were connected with tubes when setting the scope up into the aer/ ewd. The forceps elevator and k-pipe were brushed and the forceps elevator was moved in each direction, immersed in the detergent solution. The forceps elevator and k-pipe were flushed, and the distal end brushed with the channel-opening brush or maj-1888. No further information was provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in operation manual chapter 3 preparation and inspection IFU states the preventative measures in reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a channel blockage was not confirmed. In addition to evaluation in b5, due to wear of angle wire, bending angle in down direction did not meet the standard value. The connecting tube had a wrinkle. The distal end had a dent. The distal end had corrosion. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, during an inspection, the evis lucera duodenovideoscope had a channel blockage. There was no report of a medical procedure or patient involvement. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: the forceps elevator had foreign material and the forceps pipe had foreign objects due to insufficient reprocessing.